Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient ha experienced urinary retention requiring foley catheter for a period of time, malodorous vaginal discharge, persistent frequency, dysuria and lower abdominal pain and multiple urinary tract infections undergoing several courses of antibiotics almost continuously since surgery without relief of symptoms. Exposure of the suburethral sling in the vagina, vaginal introitus mesh exposure and anterior and posterior vaginal wall exposure. The exposed areas were resected in-office x2. Continued to have mesh exposure as well as a recurrence of her stress incontinence after the sling was resected and she was taken back to the or for further mesh resection and secondary tvt replacement. Urge incontinence also persisted as before surgery and she was started on sanctura. After this second tvt implant, the patient again experienced some initial urinary retention, irritative urinary symptoms and frequent urinary tract infections. Suburethral sling exposure was once again noted and resected in-office in 2011.